Event description:
Information received by medtronic indicated that the insulin pump had hardware low level failures alarm after self-test. Customer was able to clear the alarm successfully. Customer was able to complete pump rewind. No harm requiring medical intervention was reported. The device was returned for analysis.

Manufacturer narrative:
Retainer ring = black. Thus software was utilized and downloaded trace/history files properly. Unit passed displacement test. Toggled on/off and increased/decreased volume with the audio feature functioning properly. No audio/vibrate/absence of alarm anomalies noted during testing. Hardware low level failures (variable 3) (B)(6) 2021 09:57:36. Confirmed in the pump history and alarmed during self test. Used a test keypad assembly and performed the self test and no hardware low level failures and the audio tone volume functioning properly. Perform visual inspection on the u1 keypad traces and found broken trace at u1 pin 6. In conclusion, hardware low level failures confirmed in the pump history and alarmed during self test due to broken trace at u1 pin 6 (sda) on keypad assembly. No moisture damage on the electronics, battery tube, motor, vibrator, and keypad assembly during visual inspection. Unit received with cracked keypad overlay, label damage. Unit p-cap / test reservoir lock in place properly. (B)(4).